Event description:
A customer reported experiencing intermittent occlusion alarms. There was no reported adverse impact to the customer. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery.